Event description:
It was reported that in 2005, the patient was re-admitted to the hospital with the diagnosis of a stroke and died in 06/2005. In 5/2005 the patient underwent a carotid procedure.

Event description:
Upon discharge from hosp the pt was prescribed asa and plavix; however, according to the ER report on 5/30/2005 the pt had not started these medication. The pt presented to ER on in 2005 with new onset left sided weakness and the CT scan revealed non-hemorrhagic cva.

Event description:
Upon discharge from hospital the patient was prescribed asa and plavix. However, according to the ER report in 2005, the patient has not started these medications. The patient presented to ER the next day with new onset left sided weakness and the CT scan revealed non-hemorrahagic cva.